Event description:
It was reported by the patient a patient underwent a repair of a left elbow fracture repair on (B)(6) 2011 and suture was used. The patient states that she has experienced pain, sensitivity to touch, insomnia, and elevated blood levels indicative of infection. She has seen a second surgeon, who removed a synthes screw/rod placed at the same time. The patient states that she can feel the sutures in her elbow and is in pain.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
The patient underwent surgery on (B)(6) 2014 to remove the wire from her elbow. Some of the wire was removed but she was told there is still some imbedded in her elbow. She continues to have pain, swelling and very limited mobility. (B)(4).

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.